Manufacturer narrative:
A ge service rep performed an on site investigation. The touch screen and software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not work in cine mode and had a touchscreen error message during a case. No pt injury was reported.